Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information is not available for reporting. Date of event: unknown. This report is for one (1) unknown intermaxillary fixation screw. Part and lot numbers are not available for reporting. Due to the intra-operative events, the device was not successfully implanted. As such, implant/explant dates are not applicable. It is unknown if the subject device will be returned to the synthes manufacturer for evaluation. (B)(6). The 510(k): unknown. The investigation could not be completed; no conclusion could be drawn, as no product was received. Without a lot number the device history records review could not be completed. The date of manufacture is unknown. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reported an event the (B)(6) as follows: it was reported that during surgery on an unknown date, an unknown intermaxillary fixation (imf) screw broke even before applying pressure to it. Surgical delay was not reported. There was no further information available about the patient¿s condition and surgical outcome. This report is for one (1) unknown intermaxillary fixation screw. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device report was from (B)(6), not the (B)(6) as reported in initial medwatch report #mw-(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reported an event the (B)(6).